Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the up button did not always click and the button was getting harder to press to get the button to function. The patient confirmed that there was no damage to the keypad. The patient reportedly wore the pump in a pump case in a pocket and did not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button is intermittently responsive; all other keypad buttons are functioning appropriately. Investigation revealed that the up arrow button contact does not click and is shifted off center.